Event description:
It was reported that the handpiece was overheating prior to a procedure. There was no pt involvement. There were no allegations of user injury or adverse consequences associated with this event.